Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8107452. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample nor photo was provided by the facility to aid in the quality engineers investigation, the failure mode could not be confirmed at this time and a possible root cause could not be determined.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the prn connection. The prn was changed and things returned to normal. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found blood leakage at prn connection, after changing the prn, thing got normal.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was leakage at the prn connection. The prn was changed and things returned to normal. There were five occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found blood leakage at prn connection, after changing the prn, thing got normal.